Event description:
A pt, experienced synovitis. The pt has a medical history of 0steoarthritis with no history of previous viscosupplementation. The pt received the first injection of synvisc (date unk) without experiencing any adverse events. After the second injection in both knees (date unk), the pt experienced synovitis. Within 24 hours after the second injection, both knees were drained adn 40-50 cc of fluid was aspirated from each knee. Infection was ruled out. Each knee was injected with 40mg/ml of kenalog and the pt was started on bextra 40 mg. After 4-5 days, the dose was reduced to 20 mg per day. It was not known at the time of this report if the pt would receive the 3rd injection of synvisc. The relationship between the adverse events and synvisc was not provided by the physician. At the time of this report, the pt's event was continuing.